Event description:
The surgeon inserted a lens inside the pt's eye. Upon insertion, the pt's capsule tore and a vitrectomy was performed. The lens was removed and replaced because the tear would not support the type of lens being inserted. Instead, the pt received a 3-piece lens. The pt's uncorrected pre-op visual acuity was 20/150. The pt's uncorrected visual acuity post-op was 20/100+1.